Event description:
Rptr has implant leakage, headaches, pain in breasts and implants, tender muscles, kidney infections and stones, breast cancer, benign tumors, sleeping problems, short term memory loss, tingling/numbness under left arm, dry eyes and mouth, joints ache all over with swelling, constant muscle fatigue, swelling hands and fingers, fatigue, general aching/stiffness, feels bad constantly, swelling feet, stomach aches, difficulty swallowing, and mitral valve prolapse.